Manufacturer narrative:
The investigation into the controller error has been completed. The impella automated controller was returned for investigation. Data analysis: as can be seen in the imc log, shutdown was requested by the user on 22/08/22 with the pump still connected then emergency shutdown was initiated when the console rejected the initial user shutdown. The rt logs additionally show there is still purge pressure and pump was running at the time of shutdown. Then when the console was next booted up on 08/11/22 the console showed an alarm from previous improper shutdown. Power cycling removed the alarm as expected. Device analysis: the same alarm as the field was triggered trying to shutdown with the pump running and then getting an error message after forcing shutdown. The cause of the issue was use related due to improper technique by the end user. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that the automated impella controller (aic) experienced a controller error. The device was removed from use and a loaner was sent to the customer to initiate return of this device. There was no report of patient harm or injury.